Manufacturer narrative:
Submit date: 09/19/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the rotor rotates in two directions.

Manufacturer narrative:
Submit date: 02/15/2017. An evaluation of the kangaroo joey pump was performed for the reported condition of the unit's rotor rotates in two directions. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2010 and was released meeting all manufacturing specifications.